Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that his wife experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer reports they feel okay to trouble shoot. The insulin pump will not be returned for analysis.